Event description:
A medtronic representative received a report from a site representative that while in an ear, nose & throat (ent) procedure, the ent software was unresponsive on the tracer initialization in progress screen. When they could not move past this screen onto the registration screen, tracer registration could not be performed. In trouble-shooting a navigation system re-boot did not resolve the issue. After a 10 minute delay in surgery, the surgeon opted to continue the procedure using the cranial software application and optical env instruments. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
Patient weight not made available from the site. 09/09/2014 immediately following this procedure, the site representative went back to repeat the registration process and successfully launched the ent application and properly moved to the registration screen. The site representative stated that the navigation system ent software performed as expected and the issue did not recur. 09/10/2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The reported issue could not be replicated. No parts have been returned to manufacturer for analysis.